Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned way back in 2020 their implantable neurostimulator (ins) quit working. They said they were hospitalized and since then they weren't able to recharge the ins. The patient assumed the leads was broken since it was not recharging.  Agent sent a request to repair to replace the recharger. The patient mentioned unrelated medical history including they were hospitalized back in 2020 because they had a stomach bug, they were throwing up so hard and had a horrible cramps. The patient mentioned felt their pain was in one leg only and it went up to their butt cheeks and now both legs hurt. The patient also stated they had a psoriasis and their platelets were low.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6) (B)(4). Product ID: 977a160, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.